Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. The investigation is in progress. With the information available to date, an assessment of product cannot yet be completed. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. A root cause has not been identified. The surgeon was unwilling to provide further information. (B)(4).

Event description:
A surgeon reported a patient with elevated intraocular pressure after implantation of stent.

Manufacturer narrative:
No sample has been returned for evaluation for the report of elevated iop; therefore, the condition of the product could not be verified. A review of the related device history records traceable to the reported lot number, indicates that the product was processed and released according to the product's acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. Because a sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product's acceptable criteria, the root cause for the customer complaint issue cannot be determined. (B)(4).

Manufacturer narrative:
(B)(4).